Event description:
4 days after the patient underwent a by-pass surgery involving the femoral and popliteal veins the suture broke causing bleeding. The patient was brought back to the or for a reoperation. The patient's condition is satisfactory.